Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had the hidden broken cable. The issue was identified after the therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment. There were no reports of patient involvement.

Event description:
It was reported that the camera head had the hidden broken cable. The issue was identified after the therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the hidden broken cable was due to water leakage. ¿ olympus will continue to monitor field performance for this device.